Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings of 21 mg/dl. Customer stated that they went to a concert, drank some cocktails and took a 2.5 to 3 unit correction prior to the hospitalization. Customer believes the low was due to the heat, correction bolus and the drinks. Customer was kept in the hospital until the blood glucose readings stabilized and then released. The drive support cap was noted to be normal. Customer also mentioned that the needle in the sensor snapped back and retraced when attempting to lift it off. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.